Event description:
It was reported that ¿the doctor found the product's metal thread was out of the tube before the surgery. The doctor had to replace a new one to complete the surgery . This product was not used in the patient, and the patient's status is overall ok.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis found that there was no evidence the device came in contact with a patient. There was no damage to the packaging that would indicate a cause. Two of the electrode wires were bent and protruding away from the main tube which would have resulted in the reported event. There was no evidence of improper manufacturing, and therefore manufacturing has been ruled out as a likely cause. The instructions for use state, ¿there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation.¿